Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I hbsag qualitative ii results and false positive alinity I hbsag qualitative ii confirmatory results on two patients. The results provided were: case: (B)(6): on (B)(6) 2020; initial result = 2.80 s/co (reactive), repeated on (B)(6) 2020 = 3,227.18 s/co (reactive), on (B)(6) 2020; confirmation test = 0.77 / 87% (neutralized, positive), repeated on (B)(6) 2020 = 0.33 s/co (nonreactive), anti-hbc = 0.07, anti-hbs = 6.35 miu/ml, repeated on (B)(6) 2020 = 0.20 s/co (nonreactive), repeated on (B)(6) 2020= 0.34 s/co (nonreactive). Case: (B)(6); sid: (B)(6): on (B)(6) 2020; initial result = 1.06 s/co (reactive), repeated on (B)(6) 2020 = 1.02 s/co (reactive), 0.95 s/co (nonreactive), confirmation test = 0.78, 100% (neutralized, positive), repeated = 0.93 s/co (nonreactive), repeated on (B)(6) 2020 = 1.12 s/co (reactive), confirmation test = 0.85, 95% (neutralized, positive), other results provided: anti-hbc = 0.14, anti-hbs = 4.60 miu/ml. No impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Review of historical performance of reagent lot 17418fn00 was also completed. Review of tracking and trending reports did not identify any related trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the lot and the complaint issue. Historical performance of alinity I hbsag qualitative ii reagent was reviewed using worldwide field data and suggested that the performance is acceptable. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lots. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii lot number 17418fn00 was identified.